Event description:
It was reported that insulin was squirting out during the manual prime. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose device support disk.